Manufacturer narrative:
(B)(4). Date sent: 12/21/2021. Investigation summary. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received fully fired. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. Once the device completed the firing sequence the knife returned home as intended. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the blade wan not returned after tissue transaction. No patient consequences reported. No further information is available.